Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the catheter tip broke off inside the patient. There was no patient harm noted or documented. The outcome was resolved by the patient being discharged from the medical center.